Manufacturer narrative:
Device evaluation: lens was returned in a biohazard ziploc bag, in vial, in liquid. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -9.5 diopter , implantable collamer lens into the patients right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault, significant reduction of irido-cornela angles, and elevated iop (24 mmhg) without pupil block and angle closure. This resolved the problem.